Event description:
Report of two incidents of "separation of the bonded tubing from the t-connector during the infusion" received. It was reported that two pts of unknown profile were receiving unspecified maintenance IV solutions at unspecified rates via PICC IV line. During the infusion, the nurse noticed that the t-connector had separated at the bonded section of the tubing. There was an unspecified amount of fluid leak noted. The nurse noted the separation immediately, and no bleedback, air entrainment, or delay in therapy reported. The tubings were changed to new sets and the infusions were resumed without problems. The pts did not experience any adverse effects. No add'l pt info available upon request.